Event description:
It was reported that the video system center's main operating monitor was blank/black. The unspecified procedure was completed with an olympus back-up device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.